Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: reporter information updated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that post an unrelated surgery where the device was not set into surgery mode, the patient's ipg is unable to connect to external devices. A manufacturer representative was able to confirm the ipg has entered service app. As a result, surgical intervention may be undertaken to address the issue.